Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer sometimes feels they are receiving the correct amount of insulin, while at other times they feel the pump may be delivering too much. The event involved product(s) mmt-1880, unomedical, and mmt-332a. Troubleshooting was not performed. It was unknown whether the customer had used the insulin pump system within 48 hours of the reported event. It was unknown whether the customer used the smartguard/auto mode feature of the insulin pump. No further patient complications were reported. No product return is required for mmt-1880. No product return is required for unomedical. No product return is required for mmt-332a.

Event description:
Updated summary: customer reported to medwatch that pump was not working right. Customer alleged under and over delivery. No treatment was mentioned for the high or low. Troubleshooting was not done. Helpline could not reach the customer. Pump was used within 48 hours of the high and low. It was unknown if auto mode was used at the time of the high and low. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.